Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported for replace battery alarm. Customer's blood glucose was 162 mg/dl. Customer reported that alarm occurred less than 10 h from low battery. Customer reported that battery cap was not ok. Customer reported that anomaly occurred first time. The insulin pump will not be returned for analysis.